Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The distributor's field service engineer (fse) was dispatched to evaluate the iabp unit but was unable to duplicate the customer's reported issue. The fse has advised that the iabp unit has been returned to the customer but is not being used. (B)(6).

Event description:
It was reported that during use on a patient, the ECG readings on the cs300 intra-aortic balloon pump (iabp) were not visible. The end user changed the ECG leads but the ECG readings were still not visible. Using the same ECG leads, the iabp unit was swapped out with another iabp unit and the ECG readings were now visible. There was no patient harm and no adverse event was reported.